Event description:
Registered nurse started intravenous catheter and catheter leaked after attaching to IV fluid. Pt required additional needle-stick to start IV. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)